Manufacturer narrative:
H6 - work order search: no additional similar complaint within associated lots was found. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2; -10.5/2.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on an unknown date. Reportedly there was a steroid response and elevated iop. Additional details the patient is stable and discontinuing medication (B)(6) 2024. Additional information was requested but has not been provided to date.